Event description:
It was reported by service report that the cot had cracked base spacers, the lock tube assembly failed, bent fowler bracket, worn caster horns, worn trigger lock spacer, and missing clevis pin and extension springs. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler bracket; caster horn. Device was removed from service and not repaired and returned.